Event description:
A cgm error was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer performed a pump reset with guidance from technical support, and the cgm error did not reappear. The caller successfully started their sensor session afterward.